Event description:
Pedicle screws were placed in back to help heal bone fusion on 6/11/90. Fusion failed. On 3/23/92 surgery was performed to redo first surgery. Pedicle screws were removed, more grafting done for fusion, and pedicle screws were replaced. On 3/2/94 had all pedicle screws removed due to disabling pain and limping which are persistent and possibly permanent. Required surgery on 3/2/94 to undergo dangerous procedure to help fuse graft but fusion was healed; pedicle screws removed. There is still disability, possibly permanent. Rptr has persistent pain and possible drug dependency due to such a long time period requiring medications. Pedicle screws used at l-2-3, 3-4, and 4-5.